Manufacturer narrative:
This report is associated with argus (B)(4) super poligrip.

Event description:
Zinc toxicity [metal poisoning]. Elevated blood pressure [increased blood pressure]. Nighttime muscle cramps [night cramps]. Case description: this case was reported by a consumer and described the occurrence of metal poisoning in a female patient who received double salt dental adhesive cream (super poligrip) unknown (batch number unk, expiry date unknown) for dental treatment. On an unknown date, the patient started super poligrip. On an unknown date, an unknown time after starting super poligrip, the patient experienced metal poisoning (serious criteria gsk medically significant), increased blood pressure, night cramps and off label use. Super poligrip was discontinued (dechallenge was positive). On an unknown date, the outcome of the metal poisoning, increased blood pressure and night cramps were recovered/resolved and the outcome of the off label use was unknown. It was unknown if the reporter considered the metal poisoning, increased blood pressure and night cramps to be related to super poligrip. Additional information: adverse event information received via whitemail on 10 jun 2016. Consumer reported adverse events of zinc toxicity, elevated blood pressure and nighttime muscle cramps. Consumer also reported an off label use for using the product to keep a nighttime mouth guard secured to her lower teeth. Consumer reported that she had stopped using the product and symptoms were resolved in about 5 weeks.